Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by the (B)(6). Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported by the database that the chloraprep irritates the patient's skin. This initial report is being submitted by (B)(6) on behalf of the consumer (patient). A [omitted] patient initiated treatment for idiopathic pa hypertension. On (B)(6) 2021 the patient advised that the chloraprep irritates her skin. She said that she had a bit of an infection and had been oozing so she was using the chloraprep to clean it. The patient stated that she does not think she still has the infection, it is just a bit tender at the moment. She said that it's not so bad now, and if it gets any worse she will see her gp. At the time of the report the outcome of the event was unknown. No medical history available. Other medications taken by the patient are ricoiguat tablets 2.5mg three times a day, macitentan tablets 10mg once daily no further information was provided.